Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported, to hamilton medical ag. Summary: options disappeared/options not found.